Event description:
At first, the doctor was having "pressure and not cutting issues" with the product. The doctor sent the product over to pro repair. Then, after receiving the product, the doctor used the handpiece on a 6 year old male patient and it exploded in the patients mouth. The patient was sedated and they were able to retrieve all the parts. The patient is in good condition.